Manufacturer narrative:
This is a report of a use error where the patient did not close the transfer set prior to disconnecting the patient line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting from the cycler. It guides the user to close the transfer set prior to disconnecting from the patient line. The guide warns the user to follow aseptic technique taught by the dialysis center when handling lines to reduce the possibility of infection. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked. This event occurred at the end of therapy. The patient said that when they disconnected from the device, some liquid leaked out from the patient line because they did not close the line correctly. The patient was suggested to perform the end therapy and start a new therapy with new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.